Event description:
It was reported that occlusion alarms occurred, leading to the customer being hospitalized with ketones. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.